Manufacturer narrative:
This report is being submitted, to report additional information. The customer confirmed, the correct lot number.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: lot number is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site #3 suffered from per-implantitis. Patient had buccal abscess with extensive bone loss.